Event description:
It was reported that patient's generator is off. Patient complained of sore throat from surgery. Patient also had difficulty talking and eating. Patient went to the ER and throat testing was performed. It was further reported the patient had vocal cord paralysis from intubation tube from vns surgery. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information received from physician reports that external factors are the cause of throat pain and difficulty eating. Intervention was taken for vocal cord paralysis in the form seeing an ent. No other relevant information has been received to date.